Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt's stimulation was turning off. She was unable to increase her stimulation and would get a message on the pt programmer screen which told her to turn on the device. The pt was not sure how the stimulation turned off. Further information was requested from the healthcare professional .